Event description:
My husband's boston scientific spinal cord stimulator malfunctioned and "stimulated" him with no control for 36 hours until (B)(6) neurosurgeon could remove it. Per the neurosurgeon he had to "destrangulate" the device as a lead and looped in front of the device causing contact. We are unsure of long-term outcomes at this point, but as of now, my husband has headaches, light sensitivity, and reduced sensation in right hand. He is already disabled and has reduced use/strength in his left hand so losing any function in the right hand is significant.